Event description:
Synergy china registry. It was reported that the patient experienced coronary atherosclerotic cardiopathy. In (B)(6) 2023, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion #1 was located in the middle left circumflex artery (lcx) extending up to distal lcx with 100% stenosis and was 21 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25 mm x 24 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. The target lesion #2 was located in the 1st obtuse marginal (om) with 70% stenosis and was 21 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 mm x 24 mm synergy stent system. Following post dilation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on same day for further evaluation and treatment. No action was taken to treat the event. Four days later, the subject was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered to be recovering and resolving.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).